Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('mild cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), mood swings ("mood swings") and vaginal discharge ("pinkish discharge"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower, mood swings and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, mood swings and vaginal discharge to be related to essure. The reporter commented: she kept both ovaries so big emotional changes so far. Concerning the injuries reported in this case, the following ones were reported via social media :abdominal pain lower, mood swings and vaginal discharge. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information added. Case became serious incident. Events: pinkish discharge, mild cramps added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.